Event description:
An adhesive issue with the adc device was reported and sensor detached on the 8th day of wear. Subsequently, customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer reported having unspecified third-party intervention and had contact with a healthcare professional (fire department) who provided an injection of glucose for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.